Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the pump¿s black box history showed that cs (B)(4) call service alarms were recorded on (B)(6) 2014. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint that the pump had no power was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had no power. It was noted that the power issue occurred during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.